Event description:
It was reported that the right ventricular (rv) lead had pulled back to the tricuspid valve. The rv lead was explanted and replaced. There were no adverse health consequences; the patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray examination found no anomalies. After cleaning and applying torque to the connector pin, helix could be extended and retracted. The measured full helix extension length was within product specification.